Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event information provided. How did the anvil "feel differently than in the past"? What was done to address the incomplete staple line? How was the procedure completed? Were there any patient consequences as a result of the event? If yes, please describe the consequences.

Event description:
It was reported that the device was not forming a complete staple line. Did not want to discuss trouble shooting, felt the anvil was different than in the past. No additional information at this time, needed to complete procedure. There were no patient consequences reported, since the procedure was still being performed at the time of the call.